Manufacturer narrative:
The drill attachment was returned to the manufacturer for preventative maintenance purposes. Upon further inspection, a broken bur was discovered within the device. The cause of the bur breakage is unknown, however the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during testing conducted at the manufacturer, a broken bur was discovered within the drill attachment. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.